Manufacturer narrative:
Engineering evaluation noted no problems or manufacturing issues related to the visisheath used in this case. As per the case details this injury was likely caused by the breaking of the lead and tensile forces placed on the lead. (B)(4).

Event description:
Lead management case to extract three cardiac leads due to bacteremia. Upon extracting the lv lead with an sls laser sheath and visisheath the lead broke at the cs/os junction breaking the tension on the lead. The tension from the visisheath on the lead resulted in abrupt movement and caused an svc tear. A sternotomy was performed successfully repairing the tear and completing the procedure. The patient survived the intervention.